Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac artery. It was reported that the ivl balloon sheared off the catheter upon reinsertion of the device, which is off-label per the device instructions for use. The distal ivl balloon segment was noted to be adjacent to an internal iliac stent and the ivl balloon detached inside the patient. The detached balloon fragment was retrieved by advancing a 7fr sheath, followed by a 5fr slender, over the balloon fragment while working over a 0.018" wire. The sheath was advanced further to capture the material, and significant force was required to pass the sheath over and extract the fragment. No additional containment or intervention was needed following successful removal of the ivl device components. There was no additional information available, and no additional patient sequelae reported. The procedure was completed without issues, and no patient harm was reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the difficulty to advance and subsequent detachment of the ivl catheter could not be definitively determined based on the information available. It was reported that the ivl catheter was reinserted into the patient which is off-label per the device instructions for use. This device is intended for single (one) time use only and is not to be re-sterilized and/or reused. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.